Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt would not stay inflated. This was during a case with no pt effects. Case was completed using an accessory kit (B)(4). The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed the short port had no non conformities, but would not inflate fully or remain inflated when inflated with 25 cc of air. The device was bloody. A tear was found in the balloon silicone and latex. Based upon this observation, the reported complaint "would not stay inflated" was confirmed. (B)(4).